Event description:
It was reported that the device snapped. A direxion hi-flo was selected for use. During the procedure, the device was observed to be "sticking" when entering a 5f non bsc catheter. Subsequently, the device was pulled out from the catheter; however, it was noted that the device snapped. The procedure was completed with different device. No patient complication reported and patient is stable.